Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via data transmission from the implantable cardioverter defibrillator. Upon reviewing the transmission, the clinic discovered that the device exhibited t wave oversensing resulting in auto pacing mode switch. The patient was brought to the clinic and the recommended programming changes were made. The patient was in stable condition.